Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 85% stenosed to totally occluded, 30mm x 4mm target lesion was located in a mildly calcified and severely tortuous right coronary artery containing a significant bend of >=90 degrees. Predilation was performed with an unspecified balloon catheter. A 4.00x32mm promus element drug-eluting stent was then selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified no kinks or damage along the shaft. However, an examination of the crimped stent identified that stent struts from 5th most proximal row were slightly flared. No other damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).